Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with a piece of epithelium under the flap in interface on right eye (od) at post-operative exam, after the laser treatment was performed. A brief description from the surgery center indicated when checking the flap, it was noted there was a piece of epithelium under the flap. The flap was refloated and rinsed out. The issue was resolved the same day of treatment. Patient comments: happy the next day. This report is for the femto laser. Pre-op: bcva from (B)(6) 2016: right eye (od) pre-op 20/20 , -5.87 x -1.00 x 175, left eye (os) pre-op 20/20, -5.50 x -.75 x 5.